Manufacturer narrative:
Investigation summary: the device key was returned for evaluation. The device key is the portion of the device that connects the device to the generator; it houses a microchip which stores information on all of the activations during that procedure. The device key activation logs were analyzed; the device was used for approximately 10 minutes and 18 activations. In the absence of the complete event unit, it is difficult to confirm the results of the activation log analysis and determine the root cause of the event. Although the root cause of the event could not be determined, applied medical is currently implementing corrective actions within a corrective and preventative action (CAPA) report to mitigate improper vessel sealing. Correction: updated product lot# as device key was returned.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap appendectomy-"during the procedure the doctor had to double seal more then usual because he noticed oozing (a little blood). The doctor stated the device did not cause the bleeding. The type of tissue was the mesentery fatty tissue around the appendix.." Additional information received - the oozing occurred after the first seal. Type of intervention:double seal. Patient status: no patient injury.